Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-september-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer over the phone. The customer stated that there was a stuck rack in the sample loader. The fse advised the customer to remove the rack, power down the analyzer, and shut down computer. The fse performed a version up and run samples. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. The most probable cause for error 2151 hybrid arm error, error 2260 rack movement, and error 2204 sorter pickup, and aborting runs was a struck rack in the loader.

Event description:
On (B)(6) 2015, a customer reported error 2151 hybrid arm error, error 2260 rack movement, and error 2204 sorter pickup, and aborting runs on the aia-2000 instrument. The customer is unable to run patient samples on prl, fsh, lhii, and pth. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prl, fsh, lhii, and pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.